Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges personal injury and surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex hernia patch (device #1). An additional emdr was submitted to represent the bard/davol bard flat mesh (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex hernia patch on (B)(6) 2017, bard flat mesh on (B)(6) 2019 and bard soft mesh on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch and bard flat mesh. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress, sustained personal injury and the device was defective.